Event description:
It was reported that pt was admitted for revision of left knee, secondary to pain and instability from loose components caused by chronic infection.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. A mandatory medwatch report was received on march 10, 2008 from the user facility. This report filed on april 4, 2008.